Event description:
A malfunction alarm was reported. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer was advised to switch to multiple daily injections as a backup insulin therapy, and a replacement pump was arranged for shipment.